Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used in a procedure. During the procedure, the stent was not released. No patient complications were reported as a result of this event. Note: this complaint has been deemed MDR reportable based on the investigation, which revealed that the stent barb was torn. Please see block h11 for full investigation details.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0414 captures the reportable investigation result of stent barb torn. Block h11: a flexima plus biliary stent with delivery system was received for analysis. Visual and microscopic inspection revealed that the guide catheter was kinked and stretched, and the push catheter's suture hole and the stent barb were torn. No other damages were noted on the device. Product analysis confirmed the reported event of stent failure to deploy. The reported event and the observed damages were most likely due to procedural factors encountered during the procedure. The technique used by the physician and the amount of force applied while attempting to deploy the stent may have contributed to the kinking and stretching of the guide catheter. This could also have resulted in the tearing of the push catheter's suture hole and the stent barb. Therefore, a review and analysis of all available information indicate that the most probable cause is an adverse event related to the procedure.